Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, recurrence, erosion, dyspareunia, infections, and neuromuscular problems. It was reported that the patient underwent anesthetic cystoscopy and holmium inser fragmentation and extraction of bladder stones on (B)(6) 2013 due to bladder calculi. It was reported that the patient underwent kidney stone removal on (B)(6) 2013 and cystoscopic excision of some stone material and bladder mesh on (B)(6) 2013. It was reported that the patient underwent mesh removal on (B)(6) 2014 due to mesh perforation and bladder stones. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pelvic floor disorder, dysuria and pyuria.